Event description:
(B)(6) / product supplied by medtronic, the automated insulin pump sends "gas bubbles' that develop on the sides of the reservoir after 30+ minutes of being drawn up, through the tubing into the subcutaneous layer of skin. The pump thinks it is delivering insulin, when it is not. The blood glucose level rises and the pump alarms. After bleeding the "gas" out, and resuming insulin delivery, the pump responds to blood glucose levels in the 600mg/dl by over delivering insulin. The algorithm of the pump is disrupted. Now he has low blood glucose levels 30-50 mg/dl. The pump alarms and now juice needs to be taken in to correct the low.. He experienced this at night, having muscle rigidity and all over body aches and headache due to the elevated blood glucose levels. He is a type 1 diabetic since age 10 years, his technique is good in drawing up the insulin. He has been taught by a diabetes educator and myself (30yr hospital pharmacist). He notes that this problem did not exist until medtronic change to the "extended" reservoirs. Reporter job title: clinical pharmacist / additional product details: medtronic extended reservoir (1x) 3.0ml, ref mmt-342, lot hg98asq, manufactured 12/4/2025, exp 12/4/2028. Bubbles form inside the reservoir, in the insulin. The bubbles form over time, the get into the tubing. Blood glucose level then spike into the 600mg/dl range due to only "gas" being delivered.